Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
We did not get any further information for this complaint. Logs, service report or any part for our further evaluation, were not provided. The current status of the ventilator is unknown. Due to lack of parts and information, we can not establish the root cause of the faulty gas module.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).